Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 43-44 mg/dl and customer attempted to resolve bg by consuming carbohydrates. Ultimately, the customer was taken to the hospital and treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released from the hospital one day later with no permanent damage. Multiple attempts were made by tandem technical support to obtain additional information regarding decreased bg however, the customer did not respond.